Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments. Testing was completed to assess lead electrical performance, where the measurements were within normal limits. However, the measurement excluded testing of the helix. Microscopic inspections of the electrode found that the helix tip was fractured off. The reported sudden decrease in pacing impedances were likely the result of the helix damage observed by the laboratory, where the cause for the fracture was unable to be determined.

Event description:
Supplemental report is being sent with analysis details.

Event description:
It was reported that this 1.5 year old cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had a sudden drop in pacing impedances three months ago to 360 ohms, and another recent sudden drop to less than 200 ohms. The patient was dependent due to a previous av node ablation. This system was explanted and replaced to another manufacturer. During the revision, it was noted that the left ventricular (lv) lead had high thresholds and stimulation seen in all vectors. No additional adverse patient effects were reported.